Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The reported complaint was "activation issues", "damaged blade", and "jaws would not open or close". The clamp function as intended, opened and closed properly. The device will stop activating, and either emi a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during an unk procedure, the device stopped working after the beginning of the case. The shears were difficult to be closed. The blade got damaged as well. No adverse pt consequences.